Event description:
It was reported to ge that the film bin drawer detached and struck the operator in the foot. Apparently, this caused a contusion to his foot. The unit was repaired and returned to svc.